Event description:
It was reported that the customer's insulin pump had a blank display after 3 weeks of use. The insulin pump was returned. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Findings: blank display due to moisture damage noted on electronic assembly. No cosmetic damage noted on the insulin pump.